Manufacturer narrative:
A medtronic representative, following-up at the site, reported the image from the iso-c was not very clear. The surgeon was wavering on even replacing the screw. It looked like the screw was barely outside the cortex laterally; approximately 1mm. Delay in surgery was less than 5 minutes. (B)(4) 2014: the medtronic representative held iso-c 3d spine training at the site with the registered nurse (rn). (B)(4) 2014: the medtronic representative held synergy spine training at the site with the registered nurse (rn). No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, t6-t9 iso-c c-arm, the surgeon noted an inaccuracy of one of the screws placed, t6 at patient's left, and revised the screw placement. The surgeon was using the black suretrak tracker on a synthes driver and the silver suretrak tracker on the synethes awl tip tap. It was noted that the silver tracker on the awl moved slightly when impacted. The surgeon verified accuracy with the awl every time before tapping. Accuracy was checked on the spinous process and the joint. The surgeon re-calibrated the tracker if movement was suspected; performing two re-calibrations of the silver tracker. The final post-op spin revealed the inaccurate placement of the screw in t6, patient's left, laterally. Exact measurement of the inaccuracy was not known. The surgeon placed the new screw in the t6, using a navlock and the 4.5mm tap. Anterior posterior (ap) and lateral x-ray confirmed the correct placement of the screw. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep did not find a problem with any part of the silver suretrak. The rep discovered that it had been attached to "a movable piece of a synthes driver." The rep tested the suretrak and was unable to replicate the behavior. It checked out fine with the system. The piece on the synthes driver is was supposed to move. The rep met with the synthes rep the day before the case to ensure the suretrack would fit on the driver. The synthes rep did not inform the medtronic rep at the time that the piece was movable. During the case, the surgeon kept inadvertently moving this piece on the synthes driver, up and down. The medtronic rep instructed the surgeon that he would need to re-calibrate each time he moved the synthes driver to ensure accuracy. They re-calibrated the suretrack 4-5 times throughout the case due to this issue. The issue occurred after the surgeon placed a screw, when he would attempt to remove the driver from the screw head causing the piece on the synthes driver to move. The medtronic rep believed this is where the suretrack geometry changed in relation to the driver tip. The medtronic rep ensured that the surgeon checked the driver accuracy on anatomy before each use. The device was returned to the manufacturer for analysis. The head of the screw was slightly rounded, but still functional. There were no issues with tracking or accuracy of the device. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The suretrak was connected to a non-stable part of the driver. This was a user technique issue. The software functioned as designed.